Event description:
Customer reports there is discoloration in a 3mls luer lock syringe. This was found upon opening the syringe from a new package.

Manufacturer narrative:
Correction: original lot number submitted was incorrectly reported. Correct lot number is 801537. This was correctly reported on supplemental no. 1; however did not include this verbiage with submission.

Manufacturer narrative:
A review of the device history record (DHR) for lot no. 801537 indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. Specifically, samples are visually inspected for damage and missing components. A review of the DHR found no manufacturing or inspection anomalies. A review of maintenance records (both corrective and preventive) and calibration records were reviewed with no issues. There were no related process, material changes or describe changes that occurred. Process monitoring data was reviewed and no equipment issues related to the reported event were identified. A review of the machine setup was conducted and did not identify any issues. Nine (9) samples were returned for evaluation. Six (6) of the samples were identified as exhibiting discoloration. The evaluation of the returned sample showed that all components of the syringe are contaminated: the syringe hub, the sleeve, the rubber tip, the barrel, and the plunger. The analysis of the ram 2 process demonstrates that under normal conditions, there is no possibility that all individual components of the syringe can get contaminated during the assembly process. The level of contamination that the returned sample showed indicated a trace amount of grease which points to an isolated contamination and is not indicative of the entirety of the lot. There is no evidence to demonstrate that the syringe was contaminated within normal processing based on the extant of the discoloration to be trace amounts. Endemic contamination would yield high amounts of deficiencies if grease was presented to the tumbler. There is no evidence to support this hypothesis within the DHR or ram 2 maintenance. Based on the available information there¿s insufficient evidence available to identify that this issue was endemic throughout the lot as no other issues during production were identified as the same error. Therefore it is most likely that this event was an isolated incident not consistent with the overall fitness of the lot. There¿s no indication of a systemic issue with the product or process. The reported customer complaint could not be confirmed. A root cause could not be determined. This complaint will be used for tracking and trending purposes.